Manufacturer narrative:
Sc-1232 (sn (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Sc-2218-70 (sn (B)(6)). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Sc-2218-70 (sn (B)(6)). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Sc-2408-56 (sn (B)(6)). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Sc-2408-56 (sn (B)(6)). The returned lead was analyzed and with all the available information, boston scientific concludes that the reported event was not confirmed. Visual inspection revealed that the proximal contact 6 and 7 are deformed and flattened. Deformation of the contacts is consistent with damage caused by using a surgical tool.

Event description:
It was reported that the patient experienced a cervical pain and the leads caused headaches. The patient also experienced itching after using the device at high intensity for a long period of time. All components were explanted.

Event description:
It was reported that the patient experienced a cervical pain and the leads caused headaches. The patient also experienced itching after using the device at high intensity for a long period of time. All components were explanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7094221/7095705, UDI: (B)(4). Product family: scs-linear leads-MRI upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 3163039/3173289, UDI: (B)(4).